Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was undersensing on the premature ventricular contraction. It was also reported the patient had fallen. Follow-up was conducted to obtain information on the patient and whether the events were lead related, but the attempts were unsuccessful. Records indicate the lead remains in use. No further patient complications have been reported as a result of this event.